Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Signs of use and damage were observed at the drive feature of the screw, likely due to process of screw removal. Device history record (DHR) review was completed for the subject lot number (1243886). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243886) for similar events (complaint category keywords: screw fracture ) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported screw fracture at tooth site 46. Screw was placed on (B)(6) 2010. Screw was removed with removal kit and a new screw was placed.